Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The patient received a blood glucose result of "hi mg/dl" on an unknown device and was unconscious. The patient was transported to the hospital and admitted into the intensive care unit. The hospital treated the patient for high blood glucose, but the type of treatment given was not provided. The patient has now switched to pen therapy.